Manufacturer narrative:
The device was not returned to olympus medical systems corporation (omsc), but returned to olympus repair center for evaluation. Olympus repair center could reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the ccd unit, inner circuit board, or video system center. If additional information becomes available, this report will be supplemented.

Event description:
During the procedure, the user found that the endoscopic image disappeared. The user replaced the device with another device. There was no report of patient injury associated with this event. The user facility did not provide information that whether the procedure was completed successfully.